Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. The screen was released automatically due to the damaged switch originally reported. Additionally, as noted in the adhesive on the distal end was cracked and forming a gap. There was a leak in the channel tube due to a perforation. The light guide lens was broken and had scratches. The inside of the light guide lens was dirty. The device had weak suction due to the suction channel being deformed, and a white spot was present on the image. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned their olympus evis lucera duodenovideoscope due to a bad switch noted during procedure preparation. According to the initial reporter, the procedure was completed using another device without any patient harm. During the device evaluation, it was discovered that the adhesive on the distal end was cracked and forming a gap. This report is being submitted to capture the gapped adhesive at the distal end noted during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 13 years, since the subject device was manufactured. Based on the results of the investigation, the cause of the reported event is likely gap was generated at lg (light guide) lens adhesive, due to physical stress. And the dirt entered there or likely, humidity entered the device from leakage. The event can be detected/prevented, by following the instructions for use which state: user can detect the suggested event properly, by handling the device in accordance with the following IFU. Preparation and inspection of the endoscope: inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. User can reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU. Important information: please read before use, warnings and cautions warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also, cause parts of the endoscope to fall off inside the patient. Operation using endo-therapy accessories warning: when inserting or withdrawing an endo-therapy accessory. Confirm, that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endo-therapy accessory straight into/from the slit of the biopsy valve. Otherwise, the biopsy valve may be damaged and pieces of it could fall off. If the insertion or withdrawal of endo-therapy accessories is difficult, straighten the bending section as much as possible, without losing the endoscopic image. Inserting or withdrawing endo-therapy accessories with excessive force may damage the instrument channel or endo-therapy accessories, cause some parts to fall off and/or cause patient injury. Olympus will continue to monitor field performance for this device.